Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0056645r, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported that telemetry confirmed a critical alarm was occurring. It was noted that the alarm was due to zero ml reservoir volume reached. The reporter stated the healthcare professional (hcp) was seeing the patient for the first time today for a refill. It was noted the patient had the empty reservoir alarm occurring that started on (B)(6) 2014. It was further noted that no symptoms were reported. The reporter stated the hcp lowered and the dose and concentration was going to continue to titrate the patient. The reporter further stated they had difficulty filling or aspirating the reservoir. It was noted that they were able to aspirate the reservoir, but were unable to fill it. It was further noted the hcp was doing the refill without the tubing extension. The reporter stated the hcp was only able to get 30 ml of medication in the reservoir and then they got resistance. It was noted the hcp did not feel comfortable forcing more medication in the reservoir. It was further noted the hpc programmed the pump to the 30 ml reservoir and sent the patient home. The pump contained morphine. Additional information received reported the cause of the alarm was the patient missed a refill. It was noted that no further troubleshooting was done. The reporter stated the hcp did not use tubing to lock air from entering the pump. It was noted the patient was doing fine.